Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: the hospital name is (B)(6). What was the name of the procedure? Unknown can you identify the product code of vicryl rapide and lot number? Unfortunately no as packing thrown away . Can you provide the experience with suturing technique of the surgeon? Clinical fellow what is the location and size of the retained needle piece? Unknown was an x-ray or ultrasound performed and what are results? Unknown what date was the needle piece removed from the patient? Unknown was the piece removed by ortho? Yes what date was the needle piece removed? Unknown do you have any portion of the needle for evaluation? No disposed of following procedure what are the patient initials, gender, age, date of birth, weight? (B)(6) female . What is the current condition of the patient? Discharged suturing this patient¿s wrist following a deep self harm wound (horizontal deep incision across wrist). She had an arterial bleed with a spurting vessel that could not be clipped to be tied off. I was therefore trying to put a deep mattress suture around the bleeding artery to stop the bleeding. I was using a 4-0 vicryl rapide suture which was on a needle holder. When I tried to put the needle through for the second half of the suture the needle detached from the suture itself. I attempted to remove it with both the needle holder and forceps but was unable to grasp either end of it and attempts probably just pushed it deeper (not helped by a still heavily bleeding wound obscuring the view). I decided due to the high risk of needlestick that it would be best to be removed under x ray guidance. Patient female (B)(6).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Can you identify the product code of vicryl rapide and lot number? Can you provide the experience with suturing technique of the surgeon? What is the location and size of the retained needle piece? Was an x-ray or ultrasound performed and what are results? What date was the needle piece removed from the patient? Was the piece removed by ortho? What date was the needle piece removed? Do you have any portion of the needle for evaluation? What are the patient initials, gender, age, date of birth, weight? What is the current condition of the patient?

Event description:
It was reported that a patient underwent emergent procedure on (B)(6) 2017 and suture was used to stop arterial bleed. The needle detached from the suture when the needle was placed through tissue. The surgeon was unable to remove the needle and it was pushed in deeper. A second procedure was performed by ortho for removal of the needle under x-ray guidance. Additional information has been requested.